Manufacturer narrative:
This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Devices were removed by: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during an obtryx urethropexy, cystoscopy, intrauterine device removal, hysteroscopy with essure tubal ligation, and perineoplasty with rectal sphincter repair procedure performed on (B)(6) 2015 to treat stress incontinence and rectal incontinence. On (B)(6) 2018, the patient underwent examination under general anesthesia, diagnostic hysteroscopy, and dilatation and curettage due to postmenopausal bleeding. During the procedure, it was observed that the patient had a considerable amount of cystocele and rectocele. A frozen section biopsy was performed. Findings showed vaginal tape removed, mesh with associated foreign body giant cell reaction. During the procedure patient had a minimal bleeding. Reportedly, the patient tolerated the procedure quite well and was taken to the recovery room in a stable condition.